Event description:
It was reported that during a laparoscopic cholecystectomy the device was fired on the cystic duct and would not release. The device was removed from the duct, but it is unknown how the device was removed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Product code updated the affiliate advised the complaint is for an (B)(4) and not (B)(4); lot number has been added. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed eleven conforming clip and ejected the remaining two. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a kidney transplant procedure, the surgeon tried to place the clip on a minor vessel during access to the kidney. The device did not release the clip properly but fired it off to the side of the intended location. The surgeon swapped the device for a new one and continued the procedure. There were no adverse consequences for the patient.